Event description:
Carefusion sales rep received an administration set, to be returned for leaking. Rn noted blood in the patient's PICC line. Further investigation showed that the tubing from the filter to the PICC line was empty. Tpn was infusion through the line. No patient harm reported and no medical intervention required. The customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). The set has been received and the investigation is pending. A follow up report will be submitted with failure investigation results when the evaluation is completed.